Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device does not flatten graft/tears it up. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that the device does not flatten graft/ tears it up. The customer returned a meshgraft ii device, serial number (B)(4) for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has previously repaired /evaluated meshgraft ii serial number (B)(4) three times as documented in the repair reports in (B)(4). The last repair was (B)(6) 2014 where it was reported that the device was not meshing correctly and the roller, cutter, and worn side plates were replaced. This is not a related issue. Product review of the meshgraft ii on (B)(6) 2018 revealed that the base was scratched and dented. The handle was worn and bent. The carrier guide was worn and dinged. The stencil was the old style and faded. The calibration was out of specifications but the device produced a passing sample mesh. Repair of the meshgraft ii has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was unconfirmed since during the product review by zimmer biomet surgical it was noted that the device produced a passing sample mesh. The root cause of the reported event could not be specifically determined with the information that was provided. Since during the product review by zimmer biomet surgical it was noted that the device produced a passing sample mesh. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.